Event description:
Information received from a patient reported that their stimulation was too high when they would be standing up. The patient stated it would be okay when they would be lying down and it wouldn't be really high at all. It was also reported that the patient had adaptive stimulation (as) two weeks ago but it wasn't working. Troubleshooting steps were performed and the issue was resolved. It was noted that the issue started about two weeks prior to the date of this report. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.